Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate and scale marking light/illegible on lot # 9350297. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, difficult/unable to operate, scale marking light/illegible) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for out of spec shield pull. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had scale marking issues. This was discovered during use. The following information was provided by the initial reporter: material no: 328440 batch no: 9350297. It was reported that the pet owner had difficulty measuring the medication dose on some of his insulin syringes. Verbatim: pet owner reported difficulty measuring medication dose on some of his insulin syringes. Stated he can't make out where the 1/2 unit lines are and his pet only takes a 1/2 unit of medication. Inquired if bd has another syringe with a thinner barrel or 1 1/2 unit scale markings.